Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an alert was triggered stating that the implantable cardioverter defibrillator exhibited under sensing. Programming changes were discussed. No intervention was reported.